Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 335 mg/dl. The customer was treated for high blood glucose with pump. The customer was explained the 2 high blood glucose rule. After the troubleshooting was done, customer was advised the reason for no delivery alarm was due to the bent cannula. The customer was advised that bent cannula can cause a no delivery alarm and lead to a high blood glucose. The customer's mother was advised to contact his doctor tonight to found to treat her son for tonight.